Event description:
Violent, comatous pt was able to break the wrist restraint and pull out an endotracheal tube. No follow-up medical attention was needed for this pt. He was able to breathe on his own following the event.